Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) found no anomaly. The ins was received new and sealed in the original packaging. Telemetry was tested per specification and functioned normally all three times it was tested using a clinician programmer.

Event description:
It was reported the clinician programmer was unable to connect with the implantable neurostimulator (ins) pre-operatively. The ins was not implanted and the issue was resolved. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).